Manufacturer narrative:
(B)(4) was not authorized to conduct the repair. The evaluation and repair will be completed by a (B)(4) service provider. The reported complaint could not be confirmed.

Event description:
It was reported that an 840 ventilator had a blank display during patient connection for ventilation. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator.